Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported the alleged issue occurred. The patient reported using a combination of medications to manage her diabetes include oral medications and insulin (unknown type and dose). The patient reported on (B)(6) 2012, due to the alleged issue, she skipped her unknown dose of insulin. The patient reported a few days after the alleged issue occurred, she develop symptoms of "blurry eyes and weakness." It is unclear if the patient associates these symptoms with a high or low blood glucose. The patient reported in response to the symptoms on an unknown date and time, she ate candy. At the time of troubleshooting, the cca confirmed there was no misuse of the meter, and this was not the first time the meter had been used. The cca noted that the battery does not need to be replaced and the patient was using the correct test strips. Based on the information provided, this complaint is being reported because, the patient alleged she was unable to test her blood glucose due to the alleged issue, skipped a dose of medication and developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.